Manufacturer narrative:
Evaluation summary: the ccd replaced.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
When the activity resumed in the pneumology department, on (B)(6) 2021 we proceeded to install the column , it's where the video bronchoscope did not work "problem of the ccd". This event occurred at the time of installation. There was no report of patient harm.